Event description:
Philips rec'd a complaint that alleged that one of the components inside the gantry was on fire. There was also an electrical smell and smoke coming out of the gantry. There is no report of injury.

Manufacturer narrative:
(B)(4). The MDR is being submitted as it is unk if the smoke and fire was a result of a malfunction of a component inside the gantry. The investigation is ongoing. The need for this MDR was identified by the retrospective review of complaint (B)(4), flagged by the 483 observation. This report was submitted on (B)(6) 2010.